Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/26/2025, a sales representative reported via email that two ar-3641sp self-punching knotless 2.6 fibertak anchors experienced failure of the knotless mechanism. The anchors would not fully pull through when interconnecting, and both anchors subsequently pulled out. The issue occurred during a glute medius repair procedure on (B)(6) 2025. No patient harm was reported. Additional information was received on 12/08/2025: the two ar-3641sp self-punching knotless 2.6 fibertak anchors were removed from the patient after the issue occurred. The case was completed using ar-2324kbcc knotless biocomposite swivelock anchor instead. Bone preparation was performed with a punch (ar-3656) and its corresponding guide. The surgeon reported good bone quality. No surgical delay or additional anesthesia was required, and no adverse patient effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.